Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Medwatch reference: mw5088325. Consumer reported the string separated from the tampon upon removal leaving the tampon inside. She manually removed the tampon and experienced discomfort.